Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the clamp did not staple. At actioning the clamp, it cut the diverticulum along the cartridge. He saw that esophagus was not stapled at removing the clamp. He had to suture manually. To date, the patient is good. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57u58. Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload present fully loaded with staples and with the staples protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Test cartridge tr30v, l53917 the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.